Event description:
Patient was undergoing a left knee arthroscopy with acl reconstruction. Surgeon placed btb tight rope (button) and after placement tugged on the button and it broke. Surgeon had to remove the broken button and replace with a new button. This added an hour to the patients' surgical time under anesthesia.